Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the left anterior descending artery. Resistance was felt during advancement of the versaturn guide wire to the lesion due to the heavily calcification, but was used successfully for the procedure. Resistance was felt during retraction of the guide wire from the anatomy after use causing the tip coils to become stretched. The guide wire was able to be retracted successfully and was confirmed to be intact with no separation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and dimensional inspections were performed on the returned device. The stretched coils were confirmed although the reported physical resistance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to operational context of the procedure. Three sterile, unused devices with the same part and lot number as the complaint device were returned for evaluation. Visual inspection was performed on the returned devices and the devices met specifications.